Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alarmed no delivery multiple times and that there were some noises coming from the motor. The customer stated that she was unsure whether the noises were normal or new noises coming from the device. She declined to provide the blood glucose reading and the transfer for troubleshooting assistance. Nothing further reported.